Event description:
Patient presented to the physician with ongoing facial paralysis with symptoms including impaired speech, limited smile and laugh function, and restricted mouth opening. Physician referred the patient to a specialist and a dermatologist. Treatment included administration of botox and sculptra injections.